Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on firing the antrum, the two staples were open, and the staple line was incomplete distally. Another reload was used to fix the staple line and complete the case. There was no patient injury.